Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the sp arm drape accessory was not detected at instrument coupling. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.